Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device. Another programmer was used and was able to complete the interrogation. The caller was advised to try replacing the radiofrequency (rf) head on the programmer or return the programmer for servicing. It is unknown whether the issue was programmer or rf head related. The status of the programmer is unknown. There was no patient involvement.